Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented with dislodgement due to twiddler's syndrome noted on both leads. This resulted in high capture thresholds noted on the right atrial lead. The dislodgement of the right ventricular lead resulted in high capture thresholds, low sensing, and low pacing impedance. The leads were explanted and replaced on (B)(6) 2024. The patient was stable throughout.

Manufacturer narrative:
The reported events were lead dislodgement, twiddle syndrome and unacceptable thresholds. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection and x-ray examination of the lead found the helix to be stretched consistent with procedure damage. The inner coil was also found to be over torqued consistent with procedure damage. Unable to perform helix mechanism/extension length tests and due to the condition of the lead as received. The reported event high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures. Internal shorting was due to procedure damage.